Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with moderate calcification. A 3.0 x 28 mm xience alpine rx drug eluting stent (des) was advanced to the lesion but would not cross it. When the device was being removed from the anatomy, the struts of the stent implant became flared. The patient was treated by balloon angioplasty. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as discarded; however, it was not returned. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced resistance was met with the moderately calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported stent damage (flared) thus resulting in the reported difficulty to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.